Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate dropped to around 50 beats per minute (bpm); however, the device lower rate was set at 70 bpm. It was also reported that separation of the wires at the device header was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.